Event description:
Pt receiving tpn and intralipids via femoral venous line. Extentsion set noted to be cracked and leaking at approximately 06:30. Pt noted to have lost approximately 10cc blood. Pt required transfusion of 35cc packed red blood cells.